Event description:
It was reported that during routine follow-up, this implantable cardioverter defibrillator (ICD) was interrogated and the estimated longevity remaining showed only three months left, despite of being in service for approximately eight months. The patient reported feeling discomfort due to this observation and the plan of the device requiring explant. The device remains in service at this time and is planned for explant. No adverse patient effects were reported.

Event description:
It was reported that during routine follow-up, this implantable cardioverter defibrillator (ICD) was interrogated and the estimated longevity remaining showed only three months left, despite of being in service for approximately eight months. The patient reported feeling discomfort due to this observation and the plan of the device requiring explant. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Event description:
It was reported that during routine follow-up, this implantable cardioverter defibrillator (ICD) was interrogated and the estimated longevity remaining showed only three months left, despite of being in service for approximately eight months. The patient reported feeling discomfort due to this observation and the plan of the device requiring explant. The device remains in service at this time and is planned for explant. No adverse patient effects were reported.